Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.